Event description:
It was reported that the patient presented to the hospital for a pacemaker changeout. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. No intervention was performed; the lead will continue to be monitored. The patient was in stable condition.